Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. "Hyphema" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Intra-operative complications; iol release issue. Surgeon stated that lens unfolded very fast, lens had already started to unfold as the lens entered the capsule. Some bleeding of the iris occurred while trying to put the lens into the bag. Surgeon was not able to get the lens into the bag without the potential for further complications. Device was explanted and replaced with another lens immediately during surgery. Patient impact: device explantation. Patient has recovered and is fine.

Event description:
Intra-operative complications; iol release issue. Surgeon stated that lens unfolded very fast, lens had already started to unfold as the lens entered the capsule some bleeding of the iris occurred while trying to put the lens into the bag surgeon was not able to get the lens into the bag without the potential for further complications. Device was explanted and replaced with another lens immediately during surgery. Patient impact: device explantation. Patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to device not returned. Additional information: g6 - type of report - noted as follow-up #1. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The injector was available for investigation. The iol was not returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. From our investigation, we could not confirm the reported event. Based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.